Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient presented after not having worn the device since 1993 (date not reported.) The implanted device remains.